Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a grip pin missing. The missing pin was returned with the instrument. This caused the jaws to move uncontrollably. The complaint was confirmed by failure analysis. An additional finding not related to customer reported complaint was also identified. The instrument was found to have a frayed grip cable at both the proximal clevis hole and the grip hub, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking

Event description:
It was reported that during da vinci-assisted malignant hysterectomy surgical procedure, the surgeon noticed the jaws of the prograsp forceps instrument were not working properly. Upon inspection it was noticed that a screw on the side of the jaws had fallen out. The site retrieved the screw in the same procedure. The procedure was completed.